Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04821. It was reported the patient has high impedances on all contacts of one of its leads. Surgical intervention took place to remove and replace the lead. Therapy was restored. It is unknown which lead has high impedances, as such both leads are being reported.